Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a stem, head, and liner due to trunnionosis. Original surgery was (B)(6) 2007 update 23/august/2018: rep provided explant pictures, pre-revision x-rays, primary operative report, and usage sheets from primary and revision procedures. Explant picture shows wear on the rim of the poly insert and pre-revision x-rays show the head disassociated from the stem.

Event description:
Surgeon revised a stem, head, and liner due to trunnionosis. Original surgery was (B)(6) 2007. Update 23/august/2018: rep provided explant pictures, pre-revision x-rays, primary operative report, and usage sheets from primary and revision procedures. Explant picture shows wear on the rim of the poly insert and pre-revision x-rays show the head disassociated from the stem.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed on review of the provided medical records by a clinical consultant. Visual inspection: a review of the provided photo noted wear on the trunnion of the stem. The device was otherwise unremarkable. Medical records received and evaluation a review of the provided medical records by a clinical physician noted; review of these records confirms femoral head dissociation from a tha femoral stem occurred secondary to remodeling and loss of material of the femoral stem trunnion. The root cause cannot be determined as insufficient information was available. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. No further investigation is required at this time. Additional information such as the return of the device are needed to further investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.